Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing implant") in an adult female patient who had essure (batch no. 632032) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received:lot number,lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing implant") in an adult female patient who had essure (batch no. 632032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in august 2016. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 30-sep-2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing implant"), device dislocation ("the essure implants were palpated with the right implant noticed to be partial out of the tube/right tube with partial migrated essure implant") and pelvic pain ("pain") in a 33-year-old female patient who had essure (batch no. 632032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included levaquin for pneumonia. The patient's medical history included pap smear abnormal, atypical squamous cells of undetermined significance, anogenital warts, obesity, anxiety and hypoxia. Previously administered products included for an unreported indication: vasopressin. Concurrent conditions included diabetes since 2015, chronic pain, rash all over, irregular menstruation, abdominal cramps, paratubal cyst, leukocytosis, pneumonia, shortness of breath, cough, productive cough, nickel sensitivity, pleuritic pain, chills, sweating, depigmentation spot, reactive airways disease, wheezing expiratory and hemostasis. Concomitant products included ciprofloxacin betain (cipro) since (B)(6)2016, doxycycline since (B)(6)2016 and metformin. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding : menorrhagia") and vaginal haemorrhage ("abnormal bleeding : vaginal"). In (B)(6)2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"), mood swings ("hormonal changes describe: mood swings") and anxiety ("anxiety"). In (B)(6)2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2012, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced allergy to metals ("nickel allergy") and vulvovaginal pruritus ("rashes or skin conditions type: itching in vaginal area"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2016, the patient started levaquin at an unspecified dose and frequency. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain/cramping") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device dislocation, allergy to metals, vulvovaginal pruritus, depression, migraine, dyspareunia, weight increased and back pain outcome was unknown, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, abdominal pain lower, mood swings and anxiety was resolving and the alopecia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: four trailing essure coils of the left fallopian tube. Three trailing coils of the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Chest x-ray - on (B)(6)2016: bilateral lower lobe infiltrates and some perihilar interstitial infiltrate noted. The patient was having some cough und productive sputum and some shortness of breath.; on (B)(6)2016: bilateral lower lobe infiltrative changes are again identified, similar to the prior study. Elevation of the right hemi-diaphragm is again noted. No evidence of a pleural effusion or pneumothorax. The heart is not enlarged.. Hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Pathology test - on (B)(6)2016: a: right coil implant b: right fallopian tube c: left fallopian tube with implant and left paratubal cyst pathologic diagnosis: a. Right coil implant: portion of unremarkable myometrium. Coil implant, gross examination only. B. Right fallopian tube, excision. Complete circumference, full-thickness fallopian tube. C. Left fallopian tube and left paratubal cyst, excision and coil implant: complete circumference, full-thickness fallopian tube. Benign paratubal cyst. Coil implant, gross examination only. Gross description: a: received in formalin, labeled with the patient's name and "l t right coil implant", is a 1.9 cm long by 0.5 cm in diameter segment of fallopian tube, with a 1.5 x 1.2 x 1.2 cm portion of myometrium at one end. There is a 3.0 cm long micro-coil present, which appears to almost perforate the fallopian tube. B: received in formalin, labeled with the patient's name and "lt fallopian tube", is a 4.8 cm long by 0.5 cm in diameter segment of purple gray fimbriated fallopian tube. No additional micro-coil is present within the specimen. C: received in formalin, labeled with the patient's name and "lt left fallopian tube with implants and left paratubal cyst", is a 7.2 cm long by 0.5cm in diameter purple gray fimbriated fallopian tube, with a 1.9 x 1.4 x 1.0cm portion of myometrium at the proximal end. Sectioning reveals the micro-coil present within the lumen of the proximal fallopian tube. Also present within the container is a separate 1.1 x 1.0 x 0.8cm intact thin-walled cyst, inked blue. The cyst is filled with clear serous fluid and has a smooth lining.. Pregnancy test - on (B)(6)2016: negative.. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device dislocation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2019: medical record received. New event-the essure implants were palpated with the right implant noticed to be partial out of the tube/right tube with partial migrated essure implant was added. New reporters, concomitant conditions and drugs added. Historical drugs and conditions added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing implant'), device dislocation ('the essure implants were palpated with the right implant noticed to be partial out of the tube/right tube with partial migrated essure implant') and pelvic pain ('pain') in a 33-year-old female patient who had essure (batch no. 632032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included levaquin for pneumonia. The patient's medical history included pap smear abnormal, atypical squamous cells of undetermined significance, anogenital warts, obesity, anxiety, hypoxia, gravida ii, parity 1 (date of live birth: (B)(6) 2007) and stillbirth nos (1still birth). Previously administered products included for an unreported indication: vasopressin. Concurrent conditions included diabetes since 2015, chronic pain, rash all over, irregular menstruation, abdominal cramps, paratubal cyst, leukocytosis, pneumonia, shortness of breath, cough, productive cough, nickel sensitivity, pleuritic pain, chills, sweating, depigmentation spot, reactive airways disease, wheezing expiratory and hemostasis. Concomitant products included ciprofloxacin betain (cipro) since (B)(6) 2016, doxycycline since (B)(6) 2016 and metformin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/severe crampingdysmenorrhea (cramping) I was getting them event when I wasn't on my period"), menorrhagia ("abnormal bleeding : menorrhagia/heavy bleeding/period") and vaginal haemorrhage ("abnormal bleeding : vaginal"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"), mood swings ("hormonal changes describe: mood swings") and anxiety ("anxiety"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2012, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced allergy to metals ("nickel allergy") and vulvovaginal pruritus ("rashes or skin conditions type: itching in vaginal area"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/painful sex"). On (B)(6) 2016, the patient started levaquin at an unspecified dose and frequency. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain/cramping") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy(bilateral removal of fallopian tube) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, allergy to metals, vulvovaginal pruritus, depression, migraine, dyspareunia and weight increased outcome was unknown and the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, abdominal pain lower, mood swings, anxiety, alopecia and back pain was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: four trailing essure coils of the left fallopian tube. Three trailing coils of the right fallopian tube. Current weight: 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Chest x-ray - on (B)(6) 2016: bilateral lower lobe infiltrates and some perihilar interstitial infiltrate noted. The patient was having some cough und productive sputum and some shortness of breath.; on (B)(6) 2016: bilateral lower lobe infiltrative changes are again identified, similar to the prior study. Elevation of the right hemi-diaphragm is again noted. No evidence of a pleural effusion or pneumothorax. The heart is not enlarged.. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pathology test - on (B)(6) 2016: a: right coil implant. B: right fallopian tube. C: left fallopian tube with implant and left paratubal cyst. Pathologic diagnosis: a. Right coil implant: portion of unremarkable myometrium. Coil implant, gross examination only. B. Right fallopian tube, excision. Complete circumference, full-thickness fallopian tube. C. Left fallopian tube and left paratubal cyst, excision and coil implant: complete circumference, full-thickness fallopian tube. Benign paratubal cyst. Coil implant, gross examination only. Gross description: a: received in formalin, labeled with the patient's name and "l t right coil implant", is a 1.9 cm long by 0.5 cm in diameter segment of fallopian tube, with a 1.5 x 1.2 x 1.2 cm portion of myometrium at one end. There is a 3.0 cm long micro-coil present, which appears to almost perforate the fallopian tube. B: received in formalin, labeled with the patient's name and "lt fallopian tube", is a 4.8 cm long by 0.5 cm in diameter segment of purple gray fimbriated fallopian tube. No additional micro-coil is present within the specimen. C: received in formalin, labeled with the patient's name and "lt left fallopian tube with implants and left paratubal cyst", is a 7.2 cm long by 0.5cm in diameter purple gray fimbriated fallopian tube, with a 1.9 x 1.4 x 1.0cm portion of myometrium at the proximal end. Sectioning reveals the micro-coil present within the lumen of the proximal fallopian tube. Also present within the container is a separate 1.1 x 1.0 x 0.8cm intact thin-walled cyst, inked blue. The cyst is filled with clear serous fluid and has a smooth lining.. Pregnancy test - on (B)(6) 2016: negative.. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device dislocation , patient claimed she is allergic to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: plaintiff fact sheet received. Event outcome was updated for the event: back pain. Fu 6, fu7 and fu 8 processed together. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing implant") and pelvic pain ("pain") in a 33-year-old female patient who had essure (batch no. 632032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes since 2015. Concomitant products included metformin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding : menorrhagia") and vaginal haemorrhage ("abnormal bleeding : vaginal"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"), mood swings ("hormonal changes describe: mood swings") and anxiety ("anxiety"). In (B)(6) 2009, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). In 2012, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced allergy to metals ("nickel allergy") and vulvovaginal pruritus ("rashes or skin conditions type: itching in vaginal area"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain/cramping") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, allergy to metals, vulvovaginal pruritus, depression, migraine, dyspareunia, weight increased and back pain outcome was unknown, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, abdominal pain lower, mood swings and anxiety was resolving and the alopecia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received - plaintiff information updated. Product information updated. Concomitant disease, concomitant medication,historical drug was added. New events dysmenorrhea, nickel allergy, menorrhagia, vaginal bleeding, abdominal pain lower, vaginal itching, depression, mood swings, anxiety, migraines, headaches, dyspareunia, weight gain, hair loss, back pain were added. Outcome of events added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.